Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion drawn, as no device was returned.

Event description:
Hospital reported a drill bit broke intra-operatively, and a small fragment remains in the pt.